Event description:
It was reported that at the current follow up appoint the pacemaker's battery longevity was at two and a half years remaining. However, one year earlier it showed four years remaining. The patient paces 18 percent in the atrium and 55 percent in the ventricle and is not pacemaker dependent. The clinic scheduled the patient for a one year follow-up appointment and the pacemaker remains in service. No adverse patient effects were reported.